Event description:
It was reported via (B)(4) on (B)(6) 2014 by the patient that one day post implant of a 2.5x23 mm xience xpedition stent, he began experiencing severe indigestion and some blurriness in his vision. The patient went to the emergency room on (B)(6) 2014 and underwent blood tests, the results of which were negative. The patient was given medication for the painful indigestion and sent home. The patient has an appointment to see his cardiologist for follow-up, but is wondering if the symptoms could be related to an allergic reaction. No additional information was provided.

Manufacturer narrative:
(B)(4). Hypersensitivity is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency.